Event description:
A home pt's (hp) nurse contacted baxter's technical service center (tsc) to report that the pt line of the homechoice set became disconnected from the pt's transfer set during dwell 2/5 of the hp's automated peritoneal dialysis therapy. Baxter's tsc advised the hp and hp's nurse that they should end therapy early. Therapy was completed manually. No pt injury was associated with this incident, however, prophylactic antibiotics were administered as a result of the incident.